Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient stated on (B)(6) page " I have a left knee implant that was defective when put in on 2005. The knee since its installment has not bent at all. This is with years of therapy, it's been a real disaster" patient is not yet scheduled for a revision surgery.